Event description:
Four out of 9 pins were fired and connected and five of them were not. The surgeon cut a fastener with not connected pins and sewed the atrium with prolene suture. Blood loss was approximately 300-400 cc. The pt was on pump.